Event description:
During surgical procedure, bovie machine in use with olympus cable which was attached to a rectoscope. Staff heard a popping sound and saw small 1/2 inch flames surrounding the cable connection to the bovie. Cable separated in two pieces, appears to have "burned through". Flames ceased. Bovie and cable removed and sequestered. Biomedical engineering performed electrical testing-all within standard. Hosp biomedical engineering investigation shows probable separation in wiring within the cable was cause of event.